Event description:
A nurse reported that during a cataract procedure, multiple system messages were displayed and funny noises were heard from the system. The system shut down when the staff chose the cancel option displayed. The system was rebooted, and the case was completed without harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).